Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in an adult female patient who had essure (batch no. 959217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida. Concurrent conditions included bleeding breakthrough (spotting is related to activity.) Since 8-sep-2014 and parity 2 (p2012). In 2012, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2012, the patient had essure inserted. In june 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced post procedural discomfort ("uncomfortable medical procedure as a result of her essureimplants") and procedural pain ("painful and uncomfortable medical procedure a result of her essure implants"). The patient was treated with hysteroscopic thermal endometrial ablation. Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, post procedural discomfort, vaginal haemorrhage, procedural pain and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, menorrhagia, post procedural discomfort, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: on 08-oct-2014, her physician performed a hysteroscopic thermal endometrial ablation with genesys hta system. She suffered from menorrhagia and was forced to undergo a painful and uncomfortable medical procedure as a result of her essure implants. 24aug2012 and mar,2015 were reported as essure insertion dates. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 28-dec-2012: confirmed placement of essure & occlusion of tubes in mar,2015 indications: this is a 45 year old white female, g3 p2012, who presents for essure sterilization quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: new pfs received- new events added: migration of essure device location of device , dysmenorrhea (cramping) were added. New reporter was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in an adult female patient who had essure (batch no. 959217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida. Concurrent conditions included bleeding breakthrough (spotting is related to activity.) Since (B)(6) 2014 and parity 2 (p2012). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced procedural pain ("painful and uncomfortable medical procedure a result of her essure implants") and post procedural discomfort ("uncomfortable medical procedure as a result of her essureimplants"). The patient was treated with surgery (hysteroscopic thermal endometrial ablation) and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, procedural pain and post procedural discomfort outcome was unknown. The reporter considered menorrhagia, post procedural discomfort, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2014, her physician performed a hysteroscopic thermal endometrial ablation with genesys hta system. She suffered from menorrhagia and was forced to undergo a painful and uncomfortable medical procedure as a result of her essure implants. (B)(6) 2012 and mar,2015 were reported as essure insertion dates. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 28-dec-2012: confirmed placement of essure & occlusion of tubes in mar,2015 indications: this is a 45 year old white female, g3 p2012, who presents for essure sterilization quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (b0(6) 2012, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), procedural pain ("painful and uncomfortable medical procedure a result of her essure implants") and post procedural discomfort ("uncomfortable medical procedure as a result of her essureimplants"). The patient was treated with surgery (hysteroscopic thermal endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, procedural pain and post procedural discomfort outcome was unknown. The reporter considered menorrhagia, post procedural discomfort, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: on 08-oct-2014, her physician performed a hysteroscopic thermal endometrial ablation with genesys hta system. She suffered from menorrhagia and was forced to undergo a painful and uncomfortable medical procedure as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed placement of essure & occlusion of tubes most recent follow-up information incorporated above includes: on 14-may-2018: plaintiff fact sheet was received and the following information was provided: patient¿s date of birth; abnormal bleeding (vaginal) added as event; essure was not removed. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in an adult female patient who had essure (batch no. 959217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida. Concurrent conditions included bleeding breakthrough (spotting is related to activity.) Since (B)(6) 2014 and parity 2 (p2012). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced procedural pain ("painful and uncomfortable medical procedure a result of her essure implants") and post procedural discomfort ("uncomfortable medical procedure as a result of her essureimplants"). The patient was treated with surgery (hysteroscopic thermal endometrial ablation) and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, procedural pain and post procedural discomfort outcome was unknown. The reporter considered menorrhagia, post procedural discomfort, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2014, her physician performed a hysteroscopic thermal endometrial ablation with genesys hta system. She suffered from menorrhagia and was forced to undergo a painful and uncomfortable medical procedure as a result of her essure implants. (B)(6) 2012 and (B)(6) 2015 were reported as essure insertion dates. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed placement of essure & occlusion of tubes in (B)(6) 2015 indications: this is a 45 year old white female, g3 p2012, who presents for essure sterilization. Most recent follow-up information incorporated above includes: on 24-may-2018: case correction was done. Mr received. Reporters were added. Patient's detail, historical condition, concomitant disease and unstructured relevant tests were added. (B)(6) 2012 and (B)(6) 2015 were reported as essure insertion dates. Essure lot number was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), procedural pain ("painful and uncomfortable medical procedure a result of her essure implants") and post procedural discomfort ("uncomfortable medical procedure as a result of her essure implants"). The patient was treated with surgery (hysteroscopic thermal endometrial ablation). At the time of the report, the menorrhagia, procedural pain and post procedural discomfort outcome was unknown. The reporter considered menorrhagia, post procedural discomfort and procedural pain to be related to essure. The reporter commented: on (B)(6) 2014, her physician performed a hysteroscopic thermal endometrial ablation with genesys hta system. She suffered from menorrhagia and was forced to undergo a painful and uncomfortable medical procedure as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: confirmed placement of essure and occlusion of tubes incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.